Event description:
Related manufacturer reference numbers: 2017865-2022-41002, related manufacturer reference numbers: 2017865-2022-41003, related manufacturer reference numbers: 2017865-2022-41005. It was reported that the patient presented in clinic for follow-up. It was found that the patient had developed infection. The whole system including the implantable cardioverter defibrillator, the right ventricular lead, the atrial lead and the left ventricular lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.